Event description:
The 3.5 x 13mm bx sonic stent was found defective while starting the angioplasty. The contrast was passed through the bx sonic and some air was passing at the same time, indicating that there was a leak. No anomalies were noted upon removal from package or during prep. The contrast to saline ratio was 1:2.

Manufacturer narrative:
The product is available for analysis. Additional information will be submitted within thirty days upon receipt.